Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt had reported on (B)(6) 2004 that her one touch profile meter kept powering off during use. She was feeling dizzy and sweaty and was tested on another meter (precision) with a result of 196 mg/dl, which does not reflect any serious injury. During troubleshooting, it was verified that the batteries were installed correctly and the last time the batteries were changed was less than one year ago. The condition of the battery contacts was also good. She was asked to replace the batteries and retest. The issue still persisted and the meter shut off before the time was up. There is no adverse event reported due to this issue. However, this case is reported as a meter malfunction since the issue was not resolved. There is no further clinical info provided.